Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 112650009, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence and indicated that the cuff component was not functioning properly. A surgical intervention was performed, during which the balloon was found to be empty; however, no holes or defects were identified. The aus system was fully explanted and replaced. No additional patient complications were reported.